Event description:
It has been reported to co that the balloon would not deflate when required during the procedure. The physician inserted a guide wire and applied pressure to puncture and deflate the balloon.